Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the motor was corroded and the motor speed was unstable. The insulation on the cable was damaged, showing the smaller wires within. However, these wires were still insulated and the copper inside was not exposed. The needle bearing and screw were worn and the control bar and unit were out of calibration. The motor, plug harness assembly, needle bearing, and screws were replaced and the unit and position of the control bar were recalibrated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm. The event is confirmed.

Event description:
It was reported that during cleaning the device had no power and a damaged lead. At product evaluation investigation the motor speed of the dermatome was unstable. No adverse events were reported as a result of this malfunction.